Event description:
It was reported that this implantable pulse generator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was also reported that the device was not pacing but the patient had an escape rate in the 30-beat-per-minute range. Device replacement was recommended but, due to patient condition, the family opted not to have the device replaced. No adverse patient effects were reported the patient later expired. It was not alleged that the device caused or contributed to the patient death. The device was not returned for analysis.